Manufacturer narrative:
(B)(4). Date sent: 9/8/2021. Additional information was requested, and the following was obtained: what is the lot number? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Answer = lot # 21201. Surgery (B)(6) 2018. Size 17. The device worked originally, the patient is not seemingly having major issues. The surgeon said this discontinuous device was found on a routine cxr. There is not an explant scheduled at this time. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2022. Additional information received: dr. (B)(6) has asked some additional questions that needed to be addressed. The additional questions are below: do we know the occurrence percent (referring to discontinuous devices)? And occurrence as it relates to time out from surgery? Has MRI been identified as a factor or if anything else has been identified as contributing to an occurrence? What is being done to ensure this does not continue to happen? (B)(6) was able to do some research and walked us through the research results that answered dr. (B)(6) questions. (B)(4). As far as MRI linked to discontinuity, there is no indication that MRI conducted within the approved conditions can contribute to device discontinuity. We have not conducted testing of unapproved MRI¿s and cannot speculate on any potential impact they might have.

Manufacturer narrative:
(B)(4). Date sent: 9/9/2021 the DHR for lot 21201 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2022. Investigation summary: a 17-bead linx device with a visible weld ball that disconnected from a male bead case was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The male bead case through-hole at the separation was measured which was greater than the specification. Optical microscopy and sem images of the through-hole showed an enlarged through-hole at the failed link. The overall appearance of the surface of the male bead case didn't exhibit loss of shape. The exposed weld ball diameter was measured and was found within specification. The weld ball appeared to be spherical and concentric with respect to the wire. The interference between the male bead case through-hole and the exposed weld ball diameters was 0.0005.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2022. Additional information received: surgeon asked: ¿ do we know the occurrence percent (referring to discontinuous devices)? ¿ and occurrence as it relates to time out from surgery? ¿ has MRI been identified as a factor or if anything else has been identified as contributing to an occurrence? ¿ what is being done to ensure this does not continue to happen? Answer= as a company we are still within the risk limits and continue to monitor on a monthly basis.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2021. Additional information received: explant (B)(6) 2021. Patient is fine. Implant (B)(6) 2018. D6a.

Manufacturer narrative:
(B)(4). Date sent: 12/27/2021.

Manufacturer narrative:
(B)(4). Only event year known: 2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?

Event description:
It was reported that the linx device is partially discontinuous via x-ray. The patient is asymptomatic.